Manufacturer narrative:
Concomitant medical products- model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed rising/high impedance, and noise. Lead was checked under x-ray and the superior vena cava (svc) defibrillation coil was noted to have migrated to under the clavicle. The coil was experiencing tremendous strain and tiny bits of coil looked to be unraveling and a lead fracture was suspected. A lead revision was completed, and the lead yoke was cut off and capped and a new lead was implanted. No patient complications have been reported as a result of this event.